Event description:
Customer reported that their ed1 acuity cpu rebooted itself with core files. Welch allyn technical supported downloaded log files for eval. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is completed.